Event description:
The recipient is reportedly experiencing sound quality issues followed by loss of sound with the device. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device did not pass the residual gas analysis test. Internal visual inspections revealed silver migration was noted across and between some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedtrhu vendor . A corrective action has been implemented. Feedthru assemblies form this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipients device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.